Manufacturer narrative:
The purpose of the system 1e diagnostic cycle is to verify the proper functioning of the processor. The cycle is initiated differently than a processing cycle. The unit has remained in service since the event and no additional issues have been reported. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in the system 1e cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Refresher in-service training for the hospital regarding proper use and operation of the system 1e was offered; however, the hospital declined.

Event description:
The user facility reported that an employee ran a diagnostic cycle instead of a processing cycle to process an endoscope in their system 1e processor. The endoscope was used on a patient. No report of injury. When the hospital reported the event to steris, the hospital acknowledged that the system 1e operating instructions were not followed. The facility inquired whether a scope processed in this manner would be sterile as the employee had placed a cup of s40 in the processor prior to initiating the cycle. The hospital was informed by steris that devices cannot be guaranteed as sterile or patient ready unless processed in accordance with steris's instructions for processing and use.